Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor had seized and was rough running. Therefore, the reported condition was confirmed. It was further observed that the control gear and motor were defective. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure on a knee joint, it was observed that the battery oscillator device experienced a power loss, which impaired the performance of the device. According to the report, the surgeon felt a large difference when sawing on the femur. The surgeon used a spare device to complete the surgical procedure. There were no delays to the surgical procedure. . There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.